Event description:
Per the audiologist, the patient reported poor sound quality with the cochlear implant system. Results from an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Exchanging the external equipment did not alleviate the problem. Deactivation of the anomalous electrodes and a high resolution CT scan imaging was recommended. Reportedly, the patient has mondini syndrome. Reimplantation is recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.